Event description:
A report was received that the patient would undergo a explant procedure. No additional information is available at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial #s: (B)(4), description: linear st lead, 50cm.